Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was explanted due to lead noise and externalized conductors. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.5-15.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 13.9-14.4cm and 14.6-15.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.7cm from the distal tip. Internal insulation abrasion was noted at 6.8-7.5cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 4.9-5.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.9-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Lead body insulation was wrinkled under the rv shock coil at 4.0cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.